Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of a one-link microbore catheter extension set when the nurse was attempting flush the IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient information is unknown for this report. Should additional relevant information become available, a supplemental report will be submitted.